Event description:
It was reported that the patient presented to the emergency room (ER) and the field representative tried to interrogate the device however, it was unsuccessful. A magnet was applied however, there was no device tones. It was suspected that the device was depleting faster than expected and the device has been implanted for only two years. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This device is expected to be returned for product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to establish telemetry were unsuccessful. The device was sent for residual gas analysis (rga) testing and the internal environment within the device was confirmed to be as expected. The battery voltage was measured to be too low to support critical functions; this resulted in the inability to interrogate the device and the reported clinical observations. Detailed testing was undertaken to determine the root cause of the decreased battery voltage. The device case was opened to facilitate inspection and analysis of the internal components. The battery was removed and replaced with an external power source. The current drain initially measured normal; however, after a few minutes of monitoring the current drain rose to a level that was higher than expected. Infra-red imaging was used and no anomalies were noted with the internal components. The internal components were individually removed and tested. It was determined that the product performance issue most likely stemmed from an issue with the mixed mode integrated circuit; however, the exact cause could not be determined.

Event description:
It was reported that the patient presented to the emergency room (ER) and the field representative tried to interrogate the device however, it was unsuccessful. A magnet was applied however, there was no device tones. It was suspected that the device was depleting faster than expected and the device has been implanted for only two years. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This device is expected to be returned for product analysis.